Event description:
Attorney reported: (B) (6) 2008 - pt underwent surgery to repair a ventral hernia. A composix kugel patch was used to repair the defect. As a result of using composix kugel hernia patch, pt was caused to suffer, among other injuries, severe infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt was due to the composix kugel hernia patch.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.